Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the hp052 plug will no longer stay in the generator and it falls out. There was no consequence to the patient.